Manufacturer narrative:
The suspect pendant was returned to the manufacturer for evaluation. Testing found that the pendant failed visual inspection as there were visible physical damages to the pendant. Functional testing was not performed on the unit as there was evidence of crimping and thermal events on the main cord.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that the pendant buttons were not responsive and the emergency door override button was intermittently responsive. Replacement of the pendant resolved the issue. No further issues were reported. Replaced pendant was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a site service visit, the electronic door override button on the imaging system's pendant was not working properly. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: serial number updated to proper value.